Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had air bubbles in their reservoir. The customer's blood glucose level was 197mg/dl. The customer states the air bubble was fairly big. Troubleshoot was conducted. The customer attributed the air bubble to having filled the reservoir with syringe. The customer was advised to monitor the device and call back if issues persist.